Manufacturer narrative:
The customer returned the suspected contour next one meter for evaluation. No test strips were returned. An in-house testing was performed with the returned meter and in-house contour next test strips using blood sample, which gave a satisfactory performance. The blood glucose readings obtained during the in-house testing were properly stored in the meter's memory.

Event description:
The customer reported that one of his blood glucose readings was not stored in the memory of the contour next one meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next one meter for evaluation. No test strips were returned. Therefore, the customer service agent ran control tests with the returned meter, in-house contour next test strips and in-house contour next control solution, which gave a satisfactory performance. Further testing will be performed. The patient/family was the initial reporter so personal information was not entered. No information was captured as the customer's weight was not provided. The device identifier # was left blank as it could not be determined based on the available model #.